Event description:
Philips received a complaint by the customer on the v60 indicating that an alarm for "running on internal battery" was displayed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that an alarm for "running on internal battery" was displayed when the customer started using the unit. The customer confirmed that the power supply was connected but the alarm did not disappear on the display. The investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The power supply was then replaced, and the reported issue was confirmed to be resolved. The customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.